Event description:
It was reported that the customer experienced high blood glucose levels for a few days and that the insulin pump had a damaged battery compartment. The blood glucose reading was in the 500 mg/dl range. The customer stated that one time, she was inserting the battery, and a little piece fell off from the battery compartment. She stated that gradually, piece by piece, the top piece of the battery compartment broke off completely, and now she had to hold it together with tape. She did not know how the damage had occurred. Troubleshooting could not be performed due to the damage to the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.